Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. Information was reported that the patient stated her ins battery has been dead for about a month. The patient stated she forgot to charge it. The patient stated her therapy has been bothering her since (B)(6) 2018. The patient stated she has other issues going on unrelated to her pain stimulation device, but the other issues are affecting the therapy. The patient stated that her hip is "up five inches on one side", and because of that it feels like her lead wires have moved and they feel like they are "poking out". The patient cannot have therapy on because it is uncomfortable. The patient stated she is having pain on top of pain. The patient would like to have the device removed. The patient called back later and stated she stopped using her ins because it makes her feel worse. The patient stated it has nothing to do with the stimulation, and it had to do with her physical wellbeing. The patient then stated her spine is off on her one side "it's like 12 inches off" and no doctors will touch her. The patient stated because of the stimulation implant no doctors will straighten her out. The patient stated she has felt "like shit" for a while now and just wants the device out. The patient noted she didn't really want to have the device removed, but she has exhausted every other avenue. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the battery was ov erdischarged. The patient stopped recharging because they had other medical issues going on and they were trying to get the ins explanted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.